Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that error e116 occurred. It was also found that the main board was corroded. There was a possibility that corrosion of the main board caused error e116. However, they were not able to identify the cause of the corrosion of the main board. Wear and tear of the device was identified as a likely cause. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s400 instruction manual. 9.2 troubleshooting guide. Code: e116: error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was not able to confirmed the reported event during inspection and testing. However, the defect is typically due to a defective main circuit board. The contacts of the mainboard corrode due to slight moisture that may have penetrated. This leads to sporadic failures of the device. The mainboard must be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the visera 4k uhd camera control unit displayed an error message (e116). The event occurred before an unspecified procedure. There was no report of patient involvement or harm.